Event description:
The following information was reported: two balloon ruptures during pull back. The patient was not hospitalized. Unknown whether it was intervention or diagnosis. The product was discarded at the hospital. The date of the event is unknown. Procedure type: peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00494 for the first device.